Event description:
The complaint is reported as: the balloon would not inflate during pre-testing.

Manufacturer narrative:
The sample was returned for eval. A visual exam was performed and there were no signs of contamination. The device was found to be within specifications. Functional testing was performed and it was found that the device could be inflated and deflated easily. Based on the investigation performed, the reported complaint could not be confirmed. The device was found to be fully functional. No material of manufacturing related issues could be identified.